Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached 400 mg/dl while wearing the pod between 24 and 36 hours. The needle mechanism did not retract as intended and reported pain at the insertion site. This indicates a needle mechanism failure.

Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle did not fully retract after opening the pod. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damage was observed on the slide retract and formed needle indicating that the formed needle had been incorrectly installed into the slide retract. The incorrect installation resulted in the formed needle becoming unseated from the slide retract during deployment, preventing the formed needle from retracting after deployment. The exposed needle could have contributed to the reported pain during insertion. Inspection of the soft cannula found the distal tip to be damaged. No problems were found with fluid flowing through the fluid path though the soft cannula was damaged. No timeouts or drive stalls were observed in the data, indicating that there was no struggle to deliver insulin. It could not be determined when the damage occurred.